Event description:
Subsequently, the device was explanted and replaced with another boston scientific product. The explanted unit is anticipated to be returned for a post market assessment of functional longevity. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
Following receipt of new information, a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Event description:
Boston scientific received information that during a recent clinical follow-up, this device exhibited a battery voltage of 2.50v with a corresponding charge time of 8.2 seconds. All lead measurements were reported as stable and within satisfactory ranges; however, the device appeared to be rapidly approaching elective replacement indicator (eri). With the implant duration at three years, the physician expressed a longevity dissatisfaction. No adverse patient effects were reported and replacement scheduling to ensue.